Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the metal part at the distal end and the forceps elevator of the duodenovideoscope were burned. Based on the results of the investigation, the definitive root cause could not be determined. It is possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation the metal part at the distal end and the forceps elevator of the duodenovideoscope were burned. There was no patient involvement.